Manufacturer narrative:
The unit did not sound when nothing was connected, as intended. Upon opening the unit and checking the circuitry, the cause was identified to be a faulty diode. This loss of functionality could lead to the alarm not sounding as intended, which could result in the alarm failing to alert the caregiver of a patient exit and could therefore contribute to a patient incident. The visual findings revealed signs of dropping or bumping that may have contributed to the faulty diode. Additionally, the unit had a sign that it was opened by the user as it had a gap at the upper right corner. The unit is more than five years old at the time of this report. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer is reporting an alarm that has various malfunctions (sometimes it will not light, sometimes no sound ,etc.) The date the issue was discovered is unknown and no patient incident or injury was reported.